Event description:
Journal reference; patrick et al. "Deep brain stimulation of the internal pallidum in multiple sys atrophy --case report" parkinsonism & related disorders/2006/12/181-183. The article is a case study of one male pt with multiple sys atrophy who was treated with bilateral dbs of the internal pallidum. Reportable event: pt died suddenly 7 mos post-operatively, probably due to pulmonary embolism. Autopsy was not performed.